Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the generator was shut down while calibrating upon installation. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000225, lot #: s2327mfn rev. T, ubd: unknown, UDI#: unknown. H3, h6: a manufacturer representative (rep) went to the site to test the imaging system. It was reported while the rep was calibrating the newly delivered unit, the generator turned off and the system went into system initializing. The issue was traced to the standalone board. The board was replaced and the generator booted without issue and exposes. The system checkout passed and the machine operated as intended. The kit svc o2 bi71000225 pcba genrtr isol was returned to for evaluation. The reported complaint was confirmed, the generator shutdown and visual inspections showed components were electrically over stressed. The rep was unable to bench test due to over stressed components. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.